Event description:
It was reported that the lead threshold was high. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.